Event description:
It was reported that during patient treatment, the patient¿s breaths were not synchronized with the ventilator and the tidal volume was low. The patient desaturated to unknown level. The patient was manually ventilated which immediately improved the patient¿s condition and then the ventilator was exchanged. The patient suffered no harm and was breathing fine once the ventilator was changed over. (B)(4).

Manufacturer narrative:
The ventilator was investigated by the hospital. The customer was given technical support via e-mail. It was not possible to duplicate the reported failure. Provided ventilator logs were reviewed. Different alarms for high pressure (paw high, high continuous pressure and peep high) are generated on the reported event date and time. The high pressure alarms are generated in combination with alarm for expiratory minute volume: low. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. These alarms together indicate that the airway pressure was higher than or close to the set airway pressure alarm limit and this will restrict the volume delivery to the patient. The alarms are most likely generated due to a high expiratory resistance. With a high expiratory resistance, the patient may not be able to fully expire under the expiration phase before initiation of a new inspiration phase which will lead to the above alarms. This can be experienced as no gas flow is delivered. High expiratory resistance can be due to occluded accessories in the patient circuit including the mechanical properties of the patient or parameter and alarm limit settings. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The user¿s manual contains warnings that when accessories such as humidifiers and/or nebulizers are used, the user should carefully monitor the airway pressure. Increased airway pressure could result from a clogged filter. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The reported alarms are most likely due to a blockage in the patient circuit system. The cause of the blockage has not been determined. There was no ventilator malfunction at the time of the event. Our conclusion is based on evaluation of the ventilator logs and that no fault was found during investigation of the ventilator. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).